Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue. Additionally, insulin drips were intermittently not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose level ranged from 350-400 mg/dl. Reportedly, the customer was using admelog within cartridges.